Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant depressed ctni troponin I results is unknown. Depressed results were confined to within one reagent well set of the ctni flex reagent cartridge. The issue could not be observed in the other well sets from the same flex reagent cartridge nor were any other flex reagent cartridges used by the customer exhibiting the same issue. The flex was not returned for further evaluation by (B)(4).the instrument is performing within specifications.no further evaluation of the device is required.

Event description:
Discrepant depressed troponin I (ctni) results were obtained on qc and patient samples. Patient results were reported before qc results were run and found to be below laboratory ranges. The samples were repeated on an alternate vista instrument and higher results were obtained. After switch to an alternate reagent well set on the same reagent flex cartridge, higher results were obtained for qc returning to within laboratory ranges. Corrected patient results were reported.patient treatment was altered or prescribed on the basis of the depressed troponin I (ctni) results. There was no report of adverse health consequences as a result of the depressed troponin I (ctni) results.